Manufacturer narrative:
Upon receipt of device, a new failure mode of tip break has been identified, thus constituting a new awareness date of the date the investigation results were received by stryker. Block g4 has been updated accordingly.the product was returned and the failure mode was confirmed. Visual inspection: pieces of the tip are broken off. The broken off pieces were not received with the device. The probable root causes for the broken tip could be due to 1) user mishandling or 2) improper sterilization methods. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the tip is missing from the distal end of the unit.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection: pieces of the tip are broken off. The broken off pieces were not received with the device. The probable root causes for the broken tip could be due to 1) user mishandling or 2) improper sterilization methods. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the tip is missing from the distal end of the unit.